Event description:
The device was used for an anastomosis. Reportedly, the stapler did not fire completely. The surgeon applied another device without pt injury.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.